Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 204) was confirmed.  Upon investigation service code 204 was displayed when the belt was connected to the monitor.  The cause for the failure was isolated to a shorted u409 component on the computer/analog pca. The root cause for the shorted u409 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that an electrode belt was displaying service code 204 (belt/monitor unusable).